Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No number ramping or scroll bar anomalies were noted.

Event description:
It was reported that the customer got a little wet while playing lacrosse and when they tried to use their insulin pump the numbers started scrolling up and down. They performed a self test, which passed. The caller stated that the insulin pump was in a holster, in the customer's bag, but the device got wet because of a thunderstorm. Unable to check the alarm history because the buttons were unresponsive. The customer's blood glucose was unknown. The discontinuation of the insulin pump was advised. Nothing further was reported.